Manufacturer narrative:
This complaint is not being reported because animas does not manufacture this product; the complaint will be forwarded to the relevant manufacturer.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 550 mg/dl with no associated symptoms of hyperglycemia. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that they did not believe the pump was delivering insulin accurately. The reporter was unable to complete troubleshooting at the time of the call. This complaint is being reported based on the allegation that the pump was inaccurately delivering insulin.

Manufacturer narrative:
Follow-up #1: date of submission 16-may-2018. Device evaluation: the device has been returned and evaluated by product analysis on 07-may-2018 with the following findings: the pump's black box showed a replace cartridge alarm. The total daily doses of insulin added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The pump was exercised for 24 hours with no issues observed. Unrelated to the initial allegation, the display screen was dim and discolored.